Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 01nov2018. The customer declined any service or repair of the device. No parts were returned to philips for investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a 24v failed error code. There was no patient harm reported. The event date was not specified; estimate used.